Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2015, UDI#: 00613994555595. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving dilaudid (hydromorphone) (15 mg/ml at 6.5 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's incision became infected two weeks after implant. The pump was taken out and relocated and a new pump segment was attached. The catheter was aspirated and primed successfully. No diagnostics/troubleshooting were performed. The issue was resolved. The patient's weight and medical history were unknown. The patient was without injury at the time of the report.